Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair surgery the t2 fell off from the meniscus. Smith and nephew back-up device was available to complete the surgery. Unknown if there was a delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an repeated event. A visual inspection revealed the device was returned without the suture or anchors. The device appears to have deployed both t1 and t2 anchors as the deployment needle is in the t1 firing position. The depth gauge has been moved from manufacturer specified position. No debris on device. A functional evaluation revealed that the deployment knob functions as intended moving the deployment needle from attempting to fire t1 which isn't in the device to attempting to deploy t2 which also isn't in the device. The depth gauge moves as expected. A review of the instructions for use found: read these instructions completely prior to use. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. Pathological conditions in the soft tissue that would prevent secure fixation of the device. A review of the customer provided image revealed that the anchors have been fired from the device. The image also confirms the product and batch numbers. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time.